Manufacturer narrative:
(B)(4). Other remarks: see MDR# 3010532612-2020-00176 (B)(4), MDR# 3010532612-2020-00180 (B)(4), MDR# 3010532612-2020-00178 (B)(4), MDR# 3010532612-2020-00179 (B)(4) as the reports are related to the same patient.

Event description:
It was reported that the intra-aortic balloon (iab) would not fully augment - warning that balloon was wrapped around catheter. As a result, another iab was used, using the same insertion site. There was no report of patient complications, serious injury or death.

Event description:
It was reported that the intra-aortic balloon (iab) would not fully augment - warning that balloon was wrapped around catheter. As a result, another iab was used, using the same insertion site. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#: (B)(4). Teleflex received the device for investigation. The reported complaint that the "balloon would not fully augment" is confirmed. A puncture to the bladder, consistent with contact from the broken fiber, was found near the distal tip of the iab which can prevent a balloon to fully inflate and cause augmentation difficulty. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends. Other remarks: see MDR# 3010532612-2020-00176 (B)(4), MDR# 3010532612-2020-00180 (B)(4), MDR# 3010532612-2020-00178 (B)(4), MDR# 3010532612-2020-00179 (B)(4) as the reports are related to the same patient.